Event description:
The case was cavernous carotid fistula that the physician had previously tried to resolve with fibered gdc coils, but still had some flow. So in a second setting he was going to deploy dsb's(detafchable silicone balloons). However, the inner catheter of a coaxial catheter set broke before the dsb was deployed. The detached segment was retrieved with the deflated balloon attached to the end of it. Since there were no complications to the patient, the physician treated the patient with additional gdc coil sand resolved the cc fistula. The patient recovered from the cc fistula and per a follow-up with the physician by a company rep on 07/11/99,target was informed the patient was recovering from other injuries sustained in a vehicle accident.